Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a signal artifact monitoring (sam) episode immediately after the minute ventilation (mv) feature was turned on. The healthcare professional wanted to know and confirm if the mv feature is turned on. Boston scientific technical services provided education and confirmed that there is a plugged atrial port and that there was no noise or artefact on the sam egm. Additionally, there was high out of range impedances measurements noted. No adverse patient effects were reported. This crt-p and competitor right ventricular (rv) lead remains in-service.